Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incarcerated umbilical hernia repair surgery, laparoscopically, on (B)(6) 2013 and mesh was implanted. Additional information was reported that the patient underwent an umbilical hernia with obstruction repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent an incisional hernia repair surgery, laparoscopically, on (B)(6) 2015 and mesh was implanted during which the surgeon noted ¿a fairly large recurrence of the hernia¿ and ¿there were 2 old pieces of mesh in there that I had to dissect away from the fascia and the omentum. This was a fairly tedious process. I then raised flaps circumferentially so he get back to good fascia.¿ it was reported that on (B)(6) 2017, the patient underwent a repair of a small bowel obstruction secondary to incarcerated ventral recurrent incisional hernia during which the surgeon noted that his ¿incision was deepened further using bovie cautery unit through subcutaneous tissue, midline linea alba, and what appeared to be a portion of mesh.¿ it was reported that the patient experienced severe pain, bloating and nausea. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 10/22/2019. Additional narrative: it was reported that following the procedure the patient experienced severe abdominal pain, cramping, bloating and adhesions.